Event description:
It was reported that during a laparoscopic roux-en-y procedure, the knife had not retracted into shaft of instrument after firing. The procedure was converted to open and completed with another device of the same product code.